Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump was received a compromised force sensor system alarm during the basic occlusion test due to the loose/protruded drive support disk. Analysis was unable to perform the unexpected restart error test, the prime test, the excessive no delivery test, and the occlusion test, or verify the excess "no delivery" alarm due to the compromised force sensor system alarm. The insulin pump was received within the normal operating current. The insulin pump passed the self test and the off no power test. The insulin pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, a missing end cap sticker, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that they had no delivery alarm. The customer blood glucose level was unknown. The customer stated that no delivery alarm message remains even after tubing/reservoir/site change. Cannula is not bent. The insulin pump will be returned for analysis.